Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on all electronic assemblies and corrosion was found on the motor assembly noted. No damage was found on the keypad traces or on the connector on the lcd board was not unlocked during visual inspection. Unable to verify button keypad unresponsive and faint screen anomaly due to blank display. Unable to perform self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to blank display. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a few unresponsive buttons after wearing the device in the pool. The patient's blood glucose at the time of incident was 480 mg/dl, which she treated with the insulin pump. Troubleshooting was initiated for the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.